Event description:
Caller reported a cgm error 42 with their continuous glucose monitor (cgm). There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not recur, successfully allowing the caller to start their sensor session.